Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s). The sample was tested on an alternate instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, tsc discovered a sample probe 1 clog detect error prior to the obtained discordant result. Tsc instructed the customer to prime sample probe 1 and the aliquot probe and run a precision study. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely elevated troponin result is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.